Event description:
It was reported that the patient was seen for a wellness visit and the site saw a few power alarms including a no external power disconnect alarm and a low voltage hazard. The patient reported that they double disconnected while switching from battery to wall power. Log files were sent for review and the event log also contained the reported loss of external power event while connected to the mobile power unit (mpu). The low battery hazard events seen were the result of the mpu suddenly losing power. The system controller did switch appropriately to the backup battery when external power was lost. These events appeared to resolve once external power was restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of no external power and low voltage alarms was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025, at 1:13:53, a power cable disconnect and low power hazard alarm activates which progresses to a no external power alarm at 1:13:56. All alarms then clear by 1:14:13. This event was associated with a disruption to external power to the mpu indicated by the drop in both the rsoc and bus voltages. During this interruption to external power the backup battery supports the system as intended and pump function is not affected. There were no other notable alarms in the log file. Pump operation was not affected. The mobile power unit (serial unknown) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event (including the mpu serial number, if the mpu had a v-lock connector, if the ac power cord came loose at the wall or the back of the unit, if there were any environmental circumstances that would've affected ac power, if the mpu was exchanged, and if the mpu would be returning); however, no additional information was provided. The root cause of the observed alarms appears to be consistent with a loss of ac power to the mpu; however, a further root cause cannot be conclusively determined. Serial number was not provided, a DHR review was not performed. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.